Event description:
Following an atrial fibrillation procedure, a pericardial effusion was noted on the echocardiography requiring protamine and a pericardiocentesis. The patient did not have any symptoms. It is unknown when and why there was a pericardial effusion. Following the pericardiocentesis, the patient stabilized. There were no alleged performance issues with any abbott devices.

Manufacturer narrative:
Additional information: d3, h2, h3, h6, h11. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.